Event description:
It was reported that the stent would not cross the lesion and it was removed from the pt. After an immediate inspection of the sds/system, the tip separated from the device as it was leaving the physician's hand, and was left behind on their glove. No pt injury was reported.